Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she still had symptoms, she was not able to control her urine at all. The patient stated when it was on still didn't do what it was supposed to do. The patient stated she was so nervous she couldn't sleep. The patient synced to the patient programmer and it showed the stimulation was off. The patient was on program 3 at 0.0. The patient stated she had shut it off. The healthcare professional (hcp) stated it was off, but the whole body still vibrated. The patient stated it felt like she was sitting in a vibrating chair. The patient stated she was seeing the hcp on (B)(6) and they stated they were having their device removed. The patient stated they were scheduled for device removal on (B)(6). The patient noted she had a botox injection a week or so ago prior to the call, and they had turned stimulation off. The patient stated they checked her wiring and they were good. The patient wanted to know if she had a short in her device. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.